Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator. It was reported that the patient was not able to get the stimulation to work in the correct area to manage her pain, so she had the device removed. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that the patient's device was removed in 2016. The circumstances that led to the patient's stimulation not working in the correct area was that they could never position it correctly to help with the patient's pain in her lower back. No further information was reported.